Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the monitor was resetting. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. In addition, insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca were shorted, and connectors j1003aa, j1002aa on the defibrillator board and j1003bb on the computer/analog board were contaminated. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the shorted igtbs could not be positively identified. The root cause for the contaminated components was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was resetting.